Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm). Per the complaint information, "about 3" of the cassettes had "blobs of plastic" in the tubing. The set was not returned for complaint investigation therefore the complaint cannot be confirmed in the lab. A batch review was performed on the associated lot with no issues noted. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) to relay report received on the same day from the home patient (hp). The hcsr relayed that per the hp, "about 3" of the cassettes had "blobs of plastic" in the tubing. The home patient (hp) contacted product surveillance. The hp stated that they found a piece of plastic in the drain line in one of their cassettes. The hp stated that they did not use the cassette for therapy. The hp had discarded the cassette. There was no patient involvement and no patient injury or medical intervention indicated at the time of the report.